Manufacturer narrative:
Date of event: exact date unknown, event occurred four months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 (sn (B)(6)). The returned ipg was analyzed and did not reveal any anomalies during the visual and functional examination. However, the data log revealed that the ipg battery was depleting quickly after it was explanted. Electrical testing confirmed a low vh resistance measurement (1.52k ohms), which indicates an electrical short within the application-specific integrated circuit (asic). With all the available information, boston scientific concludes that the reported event of charging difficulty was confirmed. An analysis of the charging log revealed that before the explant procedure, there were charging issues due to the thermistor being triggered multiple times and not charging for enough time. The damaged asic resulted in premature battery depletion post-explant. This type of damage was caused due to the ipg being exposed to electrocautery during the explant procedure.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively.